Event description:
A caller reported experiencing a cgm error related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing instructions for a complete pump reset, which resolved the issue as the pump did not display the error code again, allowing the caller to successfully start their sensor session.